Manufacturer narrative:
(B)(6). Investigation summary: one sample and one photo were provided for evaluation. The sample has two brown specks embedded. The photo shows these defects. Failure mode is verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: bd columbus lots: this is the 1st complaint for the lot#8107573 for the same defects or symptoms. There was no documentation of issues for the complaint of batch # 8107573 during the production runs. Root cause description: embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Rationale: na.

Event description:
It was reported that bd luer-lok¿ syringe had foreign matter in the syringe barrel. No serious injury or medical intervention was reported.